Event description:
Allegedly, during a cystoscopy, fulguration of posterior urethral valves and bilateral inguinal hernia repair, the ceramic beak broke in pieces. The doctor retrieved pieces and the pt was copiously irrigated. When instrument was examined afterwards, it appeared that a small piece(s) of the beak was missing. Hospital used x-ray and hd video but could not be certain that all fragments were flushed out. Please refer MFR report # 9610617-2013-00023.